Event description:
It was reported that the customer received a low power alarm. The customer was not near a power source and was unable to charge the battery. The pump battery depleted and a reset alarm occurred. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.